Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that prior to a breast biopsy procedure, the device allegedly failed to prime. There was no patient contact.

Event description:
It was reported that prior to a breast biopsy procedure, the device allegedly failed to prime. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue on the needle and the device was received in a condition where both the slides are in their initial positions. On functional evaluation, the device was able to fully primed with minimal resistance. And the device was cocked and fired for 15 times with each trigger, for a total of 30 dry fires. On further testing , after fully priming the device top slide self activated. And the device passed the drop apparatus test. On x-ray evaluation, it was noted that the cannula tangs were not fully engaging with device housing. On additional evaluation, the device was disassembled and the internal parts were inspected. And it was noted that the right bumper was missing and the left bumper was noted bent. Therefore, the investigation for the reported failure to prime is confirmed as the device was able to prime with minimal resistance. And , the investigation for the identified self-activation is confirmed as the device was intermittently self-activated. (I.e self-activated during functional testing but passed the drop apparatus test). Missing bumper and misaligned cannula tangs may have caused the reported failure to prime and identified self activation issue respectively. However, a definitive root cause for the alleged failure to prime and identified self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.